Manufacturer narrative:
Spoke to the app. They turned the device off, but it did not make a difference in the pain. The surgeon removed the leads and ipg on (B)(6) 2025. Patient called and reported that all of her pain was gone. Devices were disposed of onsite.

Event description:
(B)(6) had a new implant on (B)(6) 2025. She felt fine for 2 weeks, with improvement in n/v. Around the 2 week mark, the patient began to feel sharp pain in the abdomen that shoot down the left leg. At the 2 week follow up, the app noticed some swelling, but no evidence of infection. Patient was sent for a CT scan and was scheduled for a post-op visit with the surgeon and app on (B)(6) 2025.